Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
This report is filed on october 25, 2016.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016 due to an anatomical issue that resulted in poor performance with device use. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report october 25, 2016.